Event description:
It was reported that a patient's pacemaker was found in backup mode on (B)(6) 2021. Technical services was contacted and the attending healthcare provider got the pacemaker out of the backup mode. No other information has been provided.